Manufacturer narrative:
It was reported after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2021 due to sensitivity where the hardware was. No devices were returned for evaluation. The device history records for the sk14 were reviewed and no nonconformances or issues during the manufacture or release of the products were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information the cause of the hardware removal is likely a result of discomfort due to the presence of the implant. The patient's bones were completely fused/healed and no deficiencies or failures have been found/confirmed with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2021 due to sensitivity where the hardware was. Upon removal, the patient's bones were completely fused/healed with no other patient outcomes were reported as a result of this event.